Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results and the device history records (DHR). A visual inspection was performed on the received condition and found pieces of the hypotube torn and missing. There was no sign of metal pieces broken off of the needle and the device itself. There was slight restriction while withdrawing the needle tip when the slider was manipulated. There is a bend on the insertion portion sheath below the protector metal boot that most probable cause the restriction on the needle. Additionally, the aspiration port is stuck, which also may have contributed to the bend on the insertion portion sheath. Additionally, a review of the DHR for the subject lot and indicated all records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 350 units were produced under this lot number with no associated deviations or non-conformities noted. The device has been forwarded to the OEM for further investigation. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the OEM's investigation results. The OEM confirmed the handle was intact and in good condition; the sheath adjuster functioned as intended. There was a tear in the sheath at the distal end and the laser cut hypotube (lch) was ejected and not returned with the device. When actuated, the needle extended from the tear in the sheath. The exact cause of the reported "a piece of metal from the endotherapy item broke off and went into the patient" could not be conclusively determined, as the ¿piece of metal piece¿ and the lch were not returned with the device. However, based on the investigation results the potential cause of the torn sheath was attributed to unintended stress to the device as the needle likely became caught on the lch and the device was actuated while the sheath was twisted, kinked or in an angulated state. To mitigate the risk of patient injury or device damage, the instructions for use provides warning that states, "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury...it could also damage the instrument and/or the endoscope."

Manufacturer narrative:
The device was not returned to olympus for evaluation. A picture of the distal end of the device was provided by the user facility. Based on the picture, olympus cannot determine if a piece broke off or detached from the subject device. The cause of the reported event cannot be confirmed at this time. However, if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that near the end of a diagnostic endobronchial ultrasound (ebus) procedure, a piece of metal possibly from the device broke off and went into the patient. The procedure was completed with the same device since the last pass/sample was already obtained when the metal piece was observed on the endoscopic image. The metal piece was retrieved from the patient using grasping forceps without issue. The patient did not require a longer than normal stay or additional procedures. The procedure may have been delayed by a minute or two. The device was inspected prior to use with no abnormalities and it worked well during each pass.